Event description:
The customer that the defibrillator was failing the operational check. There was no pt involvement.

Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted upon completion of the investigation.